Event description:
It was reported that the customer had high blood glucose levels (340 mg/dl). Customers pump timed out while cartridge was being changed and customer forgot to resume insulin after cartridge change was complete. She received injection to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.